Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the loop wire attached to the end of the peg tube broke off when it was being pulled through the patient's stomach. The peg was removed by hand from the patient's mouth. While attempting to place a new safety peg kit pull method the physician could not obtain visualization therefore, a new device was not placed. The lack of visualization was not related to the device. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.